Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: suboptimal medical documentation and no imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to lack of a pre implant CT scan. Product use might have been incongruent with the IFU due to the reported right iliac artery aneurysm of 2.5 cm observed one day post implant. Cautionary product use conditions that might have contributed to this event included: anticoagulation therapy (increased risk of bleeding complications), atherosclerosis of the iliac arteries and peripheral vascular disease. It was determined that 18 months post implant, there was evidence to support a type iii b endoleak and subsequent repair. The final patient disposition could not be established, but it was reported that the patient was doing well. On (B)(6) 2015 additional images were available for review and this assessment was updated accordingly. These new images supported evidence of a type iii b endoleak and fracture of the right lateral aspect stent at the level of the bifurcation. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information. (B)(4).

Event description:
It was reported that approximately 18 months post implant of a bifurcated device and suprarenal aortic extension, the patient presented with belly pain and upon investigation an endoleak was discovered near the bifurcation. The patient was relined with a bifurcated device and infrarenal aortic extension with no issues. Post implant angiogram demonstrated complete exclusion of aaa sac, and the patient is doing well.